Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: posterior spinal fusion, l4-l5, l5-s1. Posterior segmental spinal instrumentation using titanium legacy 5.5 millimeters rods, l4-l5 and l5-s1. Autologous local bone grafting augmented with infuse and progenix demineralized bony matrix. Pre-operative/ post-operative diagnoses: degenerative disc disease status post discectomy, l4-l5 and l5-s1 with mechanical back pain and radiculopathy. As per op-notes: "...following his procedure, we came back in, went ahead and decorticated the facet joints and applied infuse and autologous local bone at the area to enhance formation of facet fusion at l4-l5 and l5-s1 bilaterally..." No complications were reported. On (B)(6) 2010 patient underwent the following procedures: anterior discectomy, l4-l5 and l5-s1. Anterior interbody fusion, l4-l5, l5-s1 lnterbody instrumentation using cage l4-l5 and l5-s1. Autologous local bone grafting augmented with rhbmp-2 and demineralized bone matrix in the form of progenics. Pre-operative/ post-operative diagnoses: degenerative disc disease with spinal stenosis, status post discectomy, l4-l5 and l5-s1 with mechanical instability and radiculopathy. As per op-notes: "once this was done, the orthopedic team took over the surgery and did an anterior discectomy at l4-l5 and l5-s1 and decorticated the endplates and saved the bone as local bone graft. This was then implanted inside the cage with rhbmp-2 sponge and then was implanted at the l4-l5 and l5-s1 disc space using the catalyst instrument. The cage went in in a very ideal position at both levels and appeared to be secure and stable. An additional bone graft was then applied on the left anterolaterai aspect of l4-l5 and anterior to the l5-s1 in a combination of demineraiized bony matrix in the form of progenics and rhbmp-2." No complications were reported. On (B)(6) 2010 patient underwent anterior approach and spinal fusion l4-s1 with subsequent posterior approach. No complications were reported.

Event description:
It was reported that on (B)(6) 2010, patient was diagnosed with ddd status post discectomy l4-5 and l5-s1 with mechanical back pain and radiculopathy. Patient underwent alif and posterior spinal fusion l4-s1 using interbody cage, posterior pedical screw instrumentation, rhbmp-2/acs and dbm. There were no noted complications. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.